Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose which was 25.6 mmol/l and treated it with insulin pump. The insulin pump had a blank display because of which customer was unable to use the pump the pump and the blood glucose was high. It was unknown whether the auto mode feature was active at the time of event. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. The device will not be returned for analysis.